Event description:
The pt was implanted with a monarc sling system. It was reported the pt experienced emotional distress, mental and physical pain and suffering, and permanent injury. The pt underwent corrective surgery. Further details of the surgery were not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.